Event description:
Event description guidant received information that this transvenous defibrillation lead had a fracture on the is-1 rate/sense segment of the lead. The rate/sense segment was capped and the shocking portion remains active. A new rate/sense lead was successfully implanted.